Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 84 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated that the contacts on the battery cap were neither missing nor damaged. Insulin pump had multiple pump error alarm. Customer was not able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify pump error 68/49/24 alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No blank display noted during testing.